Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing drip chamber. The primary tubing set was being used to deliver 5% dextrose and 0.45% sodium chloride with 10meq kcl at a rate of 100 ml/hr via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of an unspecified volume of levaquin. The primary solution container was lowered below the secondary solution container. It was reported that immediately after the levaquin delivery was started, the nurse noted backflow of solution into the primary drip chamber. The tubing sets and the solution containers were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).